Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? Procedure name? What was the procedure date? What date /day post op was the reaction noted? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. No product is available for return.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date in 2021 and topical skin adhesive was used. After surgery on an unknown date in (B)(6) 2021 the patient's skin became rough. Around the adhesive, due to allergy. The patient complained of itching and immediately removed the adhesive. But the inflammation spread to the surrounding area for a while afterwards. After that, ointment was prescribed and used, and it has been improving. Further details are not provided. No sample will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? No photos are available. Procedure name? No further information is available. What was the procedure date? No further information is available. What date /day post op was the reaction noted? No further information is available. Please describe how was the adhesive was applied. No further information is available. What prep was used prior to, during or after adhesive use? No further information is available. Was a dressing placed over the incision? If so, what type of cover dressing used? No further information is available. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No further information is available. Is the patient hypersensitive to pressure sensitive adhesives? No further information is available. Were any patch or sensitivity tests performed? No further information is available. Patient demographics: initials / ID, gender, age or date of birth; bmi no further information is available. Patient pre-existing medical conditions (ie. Allergies, history of reactions) no further information is available. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No further information is available. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No further information is available. Current patient status. Ointment was prescribed and used, and it has been improving. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.